Manufacturer narrative:
The reported events of no lv output and premature battery depletion were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at eos level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage and resulting in the reported event. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the emergency with symptomatic bradycardia including dyspnea, syncope, and fatigue. Device interrogation attempts revealed that the pacemaker (pm) was prematurely depleted leading to no low voltage (lv) output. On (B)(6) 2026, the patient underwent a transvenous cardiac pacing (tvp) procedure. The following day, the physician explanted and replaced the pm. The patient condition was stable.